Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation, a pericardial effusion occurred which required a pericardiocentesis and surgery to stabilize the patient. The effusion was continuously monitored throughout the procedure using the ice catheter. Nearing the end of the procedure, the effusion began to impact blood pressure. A pericardiocentesis was performed and the patient was then sent for surgery. A small lesion on the anterior surface of the right ventricular outflow tract (rvot) was repaired and the patient is in stable condition. The ice catheter had been used in the rvot, to clear the left an appendage of a clot. The physician suggested the view flex ice catheter was responsible for the perforation.